Event description:
The facility returned the device for service. During product evaluation the baxter repair technician found a defective user interface module printed circuit board (uim pcb). The hospital representative stated that there were no reports of any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 27 2007. Evaluation summary:the condition of defective user interface module printed circuit board was confirmed. Failure code 703 in the event history confirms the defective uim pcb. This failure code is manifested as a result of the uim pcb being defective. The uim pcb was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.